Event description:
It was reported that the patient presented in clinic. The right atrial (ra) lead exhibited over sensed noise with high-amplitude signals, which resulted in episodes of pacemaker mediated tachycardia (pmt). No intervention was performed. Patient condition was stable.